Event description:
It was reported that the patient has experienced the generator "being visible through the skin" after generator replacement was performed in (B)(6) 2014. The patient is noted to be very thin at (B)(6) as an adult. The patient has not been able to follow up with her neurologist due to insurance reasons but has recently been in clinic where she reportedly revealed to him that she had a dime-sized hole in her skin where the generator is visible. There was no reportedly patient influence or event that caused the extrusion. The extrusion is due to patient physiology. No surgical intervention has occurred to date.